Event description:
Revision surgery - due to poor bone in the patient's tibia.

Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for this revision was reported as poor bone in the patient's tibia after 5 years and 9 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 17th complaint against the main contributor, 2nd for this lot number. The root cause for this revision was reported as poor bone in the patients tibia. There is no information reported that showed a material, design, or manufacturing problem with the product.